Event description:
User facility reported the advantage system gave a blood glucose result of 163 mg/dl at a time when the patient was symptomatic of hypoglycemia. The facility was using expired strips. Patient was not treated based on the advantage result; emts were called. Emt meter result 10 minutes later was "in the 20s" mg/dl, customer treated with dextrose. A request was made for the return of the system and a replacement was sent.